Event description:
Dka (diabetic ketoacidosis) [diabetic ketoacidosis], the plunger was not then touching the penfill when inserted back in [device issue], no insulin was delivered [device failure]. Case description: this serious spontaneous case from the united kingdom was reported by a health care professional as "dka (diabetic ketoacidosis) (diabetic ketoacidosis)" with an unspecified onset date, "the plunger was not then touching the penfill when inserted back in (device plunger issue)" with an unspecified onset date, "no insulin was delivered (device failure)" with an unspecified onset date, and concerned a patient who was treated with novopen (insulin delivery device) from unknown start date for "device therapy", tresiba penfill (insulin degludec 100 u/ml) (dose, frequency & route used-unk) from unknown start date for "drug use for unknown indication". The patient's height, weight and body mass index were not reported. Procedure: have been in hospital. On an unknown date the nurses on the ward have taken the cartridges out of novopen to check insulin details, the plunger was not then touching the penfill when inserted back in so no insulin was delivered, dka (diabetic ketoacidosis) present. On an unknown date patient was hospitalized (details not reported) due to the same. Batch numbers: novopen: requested, tresiba penfill: has been requested. Action taken to novopen was reported as unknown. Action taken to tresiba penfill was reported as unknown. The outcome for the event "dka (diabetic ketoacidosis) (diabetic ketoacidosis)" was not reported. The outcome for the event "the plunger was not then touching the penfill when inserted back in (device plunger issue)" was not reported. The outcome for the event "no insulin was delivered (device failure)" was not reported. Event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. References included: reference type: e2b linked report, reference ID#: gb-novoprod-(B)(6), reference notes: same reporter, reference type: e2b linked report, reference ID#: gb-novoprod-(B)(6), reference notes: same reporter, reference type: e2b linked report, reference ID#: gb-novoprod-(B)(6), reference notes: same reporter.

Event description:
Case description: reporter's causality (novopen) - dka (diabetic ketoacidosis)(diabetic ketoacidosis) : unknown the plunger was not then touching the penfill when inserted back in(device plunger issue) : unknown no insulin was delivered(device failure) : unknown company's causality (novopen) - dka (diabetic ketoacidosis)(diabetic ketoacidosis) : possible the plunger was not then touching the penfill when inserted back in(device plunger issue) : possible no insulin was delivered(device failure) : possible reporter's causality (tresiba penfill) - dka (diabetic ketoacidosis)(diabetic ketoacidosis) : unknown the plunger was not then touching the penfill when inserted back in(device plunger issue) : unknown no insulin was delivered(device failure) : unknown company's causality (tresiba penfill) - dka (diabetic ketoacidosis)(diabetic ketoacidosis) : possible the plunger was not then touching the penfill when inserted back in(device plunger issue) : possible no insulin was delivered(device failure) : possible investigational result name of the suspect product: novopen batch number of the suspect product: unknown no investigation was possible, because neither sample nor batch number was available. Name of the suspect product: tresiba penfill batch number of the suspect product:unknown no investigation was possible, because neither sample nor batch number was available. Since last submission case has been updated with following information: investigational results were added is nonreportable field updated as no malfunction field updated as no final report check box was ticked in EU/ca device tab expected date of follow up report was deleted follow up information further investigation field comment was added imdrf codes b,c,d,g were added. References included: reference type: e2b linked report reference ID#: (B)(4) reference notes: same reporter reference type: e2b linked report reference ID#: (B)(4) reference notes: same reporter reference type: e2b linked report reference ID#: (B)(4) reference notes: same reporter reference type: e2b company number reference ID#: (B)(4) reference notes: reference type: mw 3500a MFR. Rpt. # reference ID#: 9681821-2025-00110 reference notes: medwatch 3500a MFR. Report number final manufacturer comment: (B)(6) 2025: the suspected device novopen (specific name of the device and batch number unknown) has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen. The case is assessed as final non-reportable as device name is unknown. Evets are listed. This single case report is not considered to change the current knowledge of the safety profile of tresiba penfill. H3 continued: evaluation summary name of the suspect product: novopen batch number of the suspect product: unknown no investigation was possible, because neither sample nor batch number was available.